Manufacturer narrative:
Technician replaced the head up valve to correct the issue.

Event description:
Technician alleged an issue with this bed's head up function sticking intermittently. He is going to replace the valve and test the bed.